Event description:
Complaint received regarding three 46112-53, monitoring kit w/tp4, 30 ml squeeze flush device and needleless valve; lot# unknown. Report states: the marvelous port leaked/spewed blood when the nurse flushed the line. No adverse patient consequences reported.

Manufacturer narrative:
Visual inspection: received: two used 46112-53, monitoring kit w/tp4, 30 ml squeeze flush device and needleless valve; lot# unknown; one used carefusion pump set; four used curos caps. Dried blood was observed on one of the marvelous ports. The devices were flushed and no leaks were observed. Functional testing: the two (2) 461125-53 devices were primed with water at gravity pressure (1.5psig) and then leak tested with water at 9.0 psig for 1 minute and no leaks were found. The two marvelous valves were then leak tested with water at 45 psig for 1 minute and no leaks were found. Pressure gauge: the two (2 marvelous valves were then tested with the returned 10cc syringes by flushing water with the outlet end opened (not capped off). No leakages were found through the marvelous valves. The only way the marvelous valves leaked was through over pressurization of the sets. This was done by occluding the outlet ends of the devices and then injecting water with the 10cc syringes through the sets. Final investigation summary: the reported product problem for the marvelous valve leaking could not be confirmed. Testing and analysis of the returned 461125-53 devices to the product specifications did not replicate the reported leakage issue. Visual analysis of the "as-received" complaint units did show evidence of residual blood in the 46125-53 mtg. Kits needleless valve components. It is possible to over pressurize the marvelous valve during flushing with a syringe which would result in leakage. This was done if the fluid circuit was occluded with the stopcock or by some other means. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding three 46112-53, monitoring kit w/tp4, 30 ml squeeze flush device and needleless valve; lot# unknown. Report states: the marvelous port leaked/spewed blood when the nurse flushed the line. No adverse patient consequences reported.